Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent may remain in the patient. Device issue: stent dislodgement. It was reported that the artery was tortuous and highly calcified and the lesion could not be crossed. The patient is reported to be stable, and no major event occurred. No additional event or patient information is available. This is being reported based on the analysis of the returned device, which revealed that the stent was missing, and it is possible that it dislodged in the patient. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the returned device revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged from the balloon and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were no kinks or damage noted to the tip or inner member. There was no damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Analysis of the sds was consistent with the preparation and usage of the device. The stent implant was dislodged from the tightly folded balloon and not returned for evaluation. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause. There was no report of stent dislodgement or any other damage observed during the product inspection prior to use and attempts were made to obtain additional information; however, none has been received. In this case, the failure to cross appears to be related to the tortuous and calcified lesion, although a definitive root cause for the stent dislodgement cannot be determined. A review of the lot history records did not reveal any nonconforming material records associated with this lot. In this case, there is no indication of a product quality issue. The reported difficulties appear to be related to the operational context of the device. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. This MDR is considered closed by the product performance group.